Manufacturer narrative:
Unit was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform displacement test and self-test due to missing segments/partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had display anomaly. The customer¿s blood glucose level was 14.7 mmol/l. The customer stated that the pump was not dropped, but the display of pump had black spots and lines and the display was not readable anymore. The insulin pump will be returned for analysis.